Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition of up to seven seconds on the right ventricular channel. Due to this, inappropriate episodes were stored. Additionally, high out of range impedance measurements were noted. Further evaluation of the patient was discussed. It was decided to explant and replaced this device. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition of up to seven seconds on the right ventricular channel. Due to this, inappropriate episodes were stored. Additionally, high out of range impedance measurements were noted. Further evaluation of the patient was discussed. It was decided to explant and replaced this device. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.